Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is presumed that the cause was as follows. Reprocessing process at the facility differed from IFU recommendation. The facility staff was less trained in reprocessing and/or device handling according to IFU. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found that the reported phenomenon could not be duplicated because the clogged brush had been already removed. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, it was found that the brush was clogged in the channel of the subject device. Therefore the cleaning with the brush might have not been enough. Then the brush was removed by cleaning. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.